Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. On (B)(6)2017, a tandem clinical diabetes specialist met with the customer and the cause of the high bg event could not be determined. The customer was not wearing the dexcom sensor at the time and has since resumed wearing it. The customer may try another type of infusion set. Per the t:slim user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 412 to 556 mg/dl with a large level of ketones and a correction bolus was delivered via the pump to address the bg. The infusion set tubing was changed. The customer went to the emergency room. The ketone level was considered as being dangerous. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with an intravenous insulin and fluid drip. After the high bg and dka were resolved, the customer was reconnected to the pump; however, the bg increased again. The customer's healthcare provider reverted to the customer to using insulin injections for insulin therapy. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The cartridge had been in use for 5-6 days. Tandem technical support informed the customer that novolog was labeled for 72 hours use with the cartridge. The customer understood the information. The customer was discharged from the hospital on (B)(6)2017.